Manufacturer narrative:
Calibration signals were within expectations. The second level of calibrator had signals that tended to be lower. Quality control recovery on (B)(6) 2021 and 28-jun-2021 was within range. The customer used 13 mm. Diameter tubes, but did not use rack adapters required for 13 mm. Diameter tubes. The sample tube was not inverted as many times as recommended by the tube manufacturer. The sample clotting time was shorter than recommended by the tube manufacturer. The investigation determined the issue was caused by incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system ver. 2 on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg value of > 10000 mui/ml. The sample was repeated after diluting 1:100, resulting in a value of 49655 mui/ml. The 49655 mui/ml value was reported outside of the laboratory to the patient. On (B)(6) 2021, the sample was repeated, resulting in an hcg value of 3512 mui/ml and this value was reported outside of the laboratory to the patient. The sample was repeated again on (B)(6) 2021, resulting in a value of 184.9 mui/ml. The sample was repeated a second time on (B)(6) 2021, resulting in a value of 47197 mui/ml. The 47197 mui/ml value was compatible with the patient's condition as the patient was pregnant. The 47197 mui/ml value also agreed with ultrasound performed on the patient. The hcg reagent lot number was 528065.